Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cg confirmed that the hp disconnected himself from the patient line, and that it was not an unintentional disconnection. A batch review was performed on the potentially associated lot (h10d08060) with no issues noted during the manufacturing process. A labeling review of the homechoice apd systems patient at-home guide found that it provides instruction for how to emergency disconnect for a short time period. This review found the labeling to be adequate for the use error(s) identified in this investigation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp)'s caregiver (cg) contacted baxter's (B)(4) reporting that the hp had disconnected and the homechoice (hc) machine alarmed system error (se) 2240 (air in line) alarm during use. The technical service representative (tsr) assisted the cg with troubleshooting the alarm. The cg stated that the hp had reconnected, so the tsr instructed the cg to disconnect the hp. The hp would start over with all new supplies. During a follow up with the cg regarding the disconnection, it was revealed that the hp had disconnected intentionally. The cg stated that there were no issues with the supplies. The cg confirmed that the hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.